Manufacturer narrative:
(B)(4).

Event description:
The patient experienced speech and balance issues when deep brain stimulation was on. He normally had the deep brain stimulator off. He turned the device on in an area where a "hamm radio" was being used. He felt instant shocking/voltage. The patient visited her hcp. Therapy was programmed to 0 volts and then off. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.